Event description:
A malfunction alarm was reported, specifically displaying malf 1, and there was a fault ID available. There was no adverse impact to the customer's blood glucose level. The customer was advised by technical support that they would receive a replacement pump with updated software. The customer was informed about instructions to put the faulty pump into storage mode and return it using a pre-paid label within 10 days. In the meantime, the customer planned to use mdi as a backup therapy to ensure continuous insulin delivery.